Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood when activating the safety device. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 7039514; the lot number was built / packaged on nfa line 1 from 10feb17 thru 13feb17. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn 200677864 (ran under manufacturing risk) was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Three photos were submitted for review. Visual evaluation of the photos: the photo on the right displayed 18ga dual port adapter unit. The photo in the middle displayed there was leakage (bodily fluids/meds) was visible it the end of the secondary septum. The photo on the left displayed the paper top web (label). Conclusion: manufacturing ¿ based on the evaluation of the submitted photos; defect was confirmed. The damage can occur during assembly when the cannula backend is inserted through a slit in the septum. Project acr 13-3300-755 redesigned the cannula and septum which resulted in a change to the insertion process. The change in the process is expected to reduce the occurrence of this defect.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood when activating the safety device. No serious injury or medical intervention was reported.